Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. Returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were multiple hypotube kinks. There was tip damage. A longitudinal tear was identified in the balloon wall. Review of the product specification which indicates the rated burst pressure (rbp) of the complaint device was performed. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation; however, during the initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 4.0-15 / 2.7-2.0f /140 peripheral cutting balloon catheter. There were no patient complications reported.